Manufacturer narrative:
Stryker was able to troubleshoot over the phone with the customer and advised to remove battery for 1 minute and then reseat the battery and let 5 minutes pass after reseating the battery and waiting 5 minutes, the device worked as expected. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted stryker to report that their device's voice prompts did not activate upon opening the lid. In this state a lay user may not know how to properly use the device which could lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.